Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information concomitant medical devices: dil cath: appolo nc 3.0x10; guide wire: balance middle weight (bmw) universal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified mid circumflex coronary artery. Pre-dilatation was performed with a 2.0 x 10 mm non-abbott balloon. A 3.0 x 38 xience xpedition stent was deployed at 10 atmospheres and post-dilatation was performed with a 3.0 x 10 mm non-abbott balloon. However, a proximal edge dissection was noticed after post-dilatation. The physician used a 3.0 x 23 mm xience xpedition stent to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.